Event description:
It was reported that during post-op, the patient experienced bradycardia and the right ventricular (rv) lead had no capture and had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.